Manufacturer narrative:
Correction: (b) date of event. Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the use of the sample is unknown, so the root cause of the complaint could not be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On november 10, 2025, feedback was received from nurses in the using department: during the placement of an indwelling needle on (B)(6) 2025, no blood return was observed. Palpation indicated displacement of the needle tip inside the catheter. Upon withdrawal, the needle tip was found detached from the indwelling catheter. This phenomenon has occurred multiple times. Multiple similar incidents have recently occurred. Although the needle was initially within the catheter during insertion, it is possible that the connection between the needle and the catheter body was unstable, leading to separation during the insertion process.